Event description:
It was reported that there was oversensing on the right ventricular lead when programmed tip to ring. The impedance was intermittently high. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing on the right ventricular lead when programmed tip to ring. The impedance was intermittently high. It was also reported that there was high impedance on the pace/sense portion of the lead. A lead changeout was scheduled. It was found that the set screw was loose and was not fully engaged in the header block. The device and lead are still in use. No patient complications have been reported as a result of this event.